Manufacturer narrative:
Additional information regarding the patient(s), treatment, and device details could not be obtained as the reported adverse event is associated with an anonymous survey. (B)(4).

Event description:
Per the clinic, it was reported that the patient(s) were experiencing significant wound infections at the implant site.